Event description:
I recently spoke to the first doctor in the us who reported fusarium infections in my state. He believes that some uninformed patients are still using older bottles of renu with moisture loc. It would be a good idea to require bausch and lomb to continue public advertising, advising patients to inspect their bottles of solution and discard any bottles of renu with moisture loc.